Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported air came out of the infusion tubing set during a procedure. The procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed. This is the seventh complaint for the finished goods lot; however, this is the first complaint for this issue for this lot. The device history records shows the product was released per specifications. An unused 25 plus gauge (ga) combined constellation pak was returned and visually inspected; no obvious defects were found. No abnormality was observed on the returned auto stopcock. Surgical residue and balanced salt solution (bss) crystal was in the fluid path of the manifolds and the cassette. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. After drying, the sample was tested using a calibrated console representing the current software version. The system message code appeared on the console screen. After purging the surgical residue and bss crystal in the manifolds and the cassette, the sample was tested again. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).